Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to suspected high impedance. The patient tolerated the procedure well.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench and no anomaly was found. The cause of the reported impedance anomaly could not be determined.